Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor anomaly . Customer's blood glucose at time of incident was 198 mg/dl. The customer stated that the 2 sensor they don't have electrode and one of them gave them calibration error and it said change sensor. The customer reported via phone call that they had bad sensor alert. Customer blood glucose at time of incident was 198 mg/dl. The customer was advised to remove and change out sensor. The customer advised that we will send replacement sensors and return the use sensor back for analysis.